Manufacturer narrative:
No sample or lot number information was provided for evaluation. A complaint history review for this product was performed and no complaints of this nature have been received during the last two years. The product labeling was reviewed and found that product is indicated for providing a patent airway for patients with a blockage of the normal anatomical airway. 2365 and 1395 = 'nl'. Baseline report previously filed.

Event description:
It was reported that a mentally challenged adult female developed pneumonia and a nasopharyngeal airway was placed in 2008 to protect airway for continuous suctioning. Patient was not sedated and was described as agitated, combative, jerking and moving about during the insertion process. After placement, patient suctioned through that day, after which patient was no longer being suctioned. The patient also had a feeding tube in place. At some point, the airway migrated and the patient was taken for x-ray and CT scan to determine the location of the airway. Endoscopy was performed and the airway was successfully removed without any further complications being reported.